Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection for wire damage. The service error code indicates the power on self-test (post) detected a disconnection in one or more of the therapy cable wires. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient reported unresolvable service error code. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.